Event description:
The customer called reporting that she had been hospitalized 3-4 times in the past yr but she does not recall the dates. The customer's recent hospitalization was due to diabetic ketoacidosis with a reading of 600mg/dl. The customer mentioned that she had experienced kinked infusion set tubing and no delivery alarms on the insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.